Manufacturer narrative:
The 3-spike disposable set involved in the incident was discarded at the hospital and was therefore not available for investigation. The user facility reported that the packaging had already been discarded, but was able to provide the lot number likely involved. Without the ability to investigate the set a root cause cannot be established. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that this was an isolated incident; there have been no other complaints of this nature. It was reported that the users were able to proceed with the case and transfuse blood quickly; there was no harm to the patient. Belmont will continue to monitor and trend similar reports of this nature.

Event description:
The user facility reported that the nurse had difficulty installing the upper piece of the 3-spike disposable set into the rapid infuser due to tight fit.